Manufacturer narrative:
Initial and final MDR 1933914 - MDR 3003442380-2024-19404 - device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive events with four infusion sets which fell off during use after being used for variable days and less than three days. Patient confirmed to be doing physical activity at the time the set fell off. Patient's blood glucose level at the time of event was reported to be 299 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.